Event description:
The customer's mother reported via email that the insulin pump alarmed no delivery error and continued reoccurring. The customer's mother stated this error occurred with the silhouette batch. The customer's mother stated she will open a new batch and try to get it to work. The blood glucose reading was 160mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.